Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was later explanted and replaced three years later with no additional information linking the device to the previous reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital following episodes of syncope. Review of stored device memory revealed noise on the lead. The noise was oversensed resulting in inappropriate shock therapy. A lead fracture was observed. An invasive procedure was performed. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.